Event description:
The push buttons for the adjustment rods are rusting and care aids said they are pinching their fingers when pushing the buttons when releasing the adjustment rods. But maintenance could not duplicate the issue when he tried. Order new push buttons and maintenance to replace.